Manufacturer narrative:
H3: product analysis :evaluation could not reproduce the reported malfunction of attachment stuck and not working. It was also noted that distal bearing detached, laser markings are partially illegible and painted color ring was faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was stuck and not working. It was reported that there was no patient involvement. Additional information was received stating that distal bearing was detached found during evaluation.